Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture (B)(6) for e.coli in a patient coincident with dianeal pd4 1 and dianeal pd4 2.5% therapies for continuous ambulatory peritoneal dialysis (capd) action taken with dianeal therapies was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized on the same day for the event. On (B)(6) 2012, cytometry was performed and the result was 20811 (99-1). On (B)(6) 2012, the patient started treatment with cefazolin (everyday) and afacef (everyday) (doses not reported) ip. On (B)(6) 2012, a peritoneal effluent culture revealed e.coli and cytometry showed 41387 (95-5). On (B)(6) 2012, treatment with antibiotics was discontinued. At the time of this report the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.